Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2015. Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. The batch or lot number received for the product involved in this complaint was not valid. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported by the sales rep that during a sentinol dissection procedure, the physician feels like the vessel is being cut as he places the clip. A mcm20 device was used to complete the procedure. There were no adverse consequences for the patient. Two devices were discarded.